Manufacturer narrative:
Product event summary: analysis found that the atrial output knob did not work, the lock key missed the 'click' feeling (defective) and the device failed functional testing for the atrial knob function. As a result the keypad was replaced, the switch encoder assembly was replaced. The device then passed final systems testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the atrial output knob did not work and the lock-unlock key tactile function was not working. The external pulse generator (epg) was returned for servicing. There was no patient involvement.